Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low and high blood glucose levels with blood glucose of 30 to 500 mg/dl at the time of the incident. The customer stated the incident was about a year and a half prior to the call. The customer did not mention how they were treated. The customer experienced symptoms such as a seizure that led to a car accident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached back. The insulin pump will not be returned for analysis.